Manufacturer narrative:
The event was confirmed with radiographs and product received. Visual examination of the returned product found a portion of the plasma spray to have been delaminated. Additionally, there is damage to the product in the region of delamination and near the teardrop insertion feature. Sem analysis concluded that it cannot be determined with certainty if the coating delamination occurred prior to, during, or after extraction of the femoral stem. Additionally, there was in-grown bone on both sides of the remaining coated surfaces. Radiographs indicate a right total hip arthroplasty due to periprosthetic fracture involving the proximal right femoral diaphysis. Additionally, there are possible fragments of porous coating along the lateral aspect of the proximal femoral stem as well as the medical aspect of the femoral neck. DHR was reviewed and no discrepancies relevant to the reported event were found. It was reported that the patient had experienced a traumatic fall while exiting their vehicle. With the information provided a contributing root cause was found to be patient related for the reported issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a revision procedure due to periprosthetic fracture approximately 6 years post implantation. Additionally, it was further reported that the patient had experienced a traumatic fall prior to the revision surgery. No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: catalog#:00877503602 bioloxâ® delta, ceramic femoral head, m, ã¸ 36/0, taper 12/14 lot#: 2708225, catalog#:00875101336 liner neutral 36 mm i.d. Size ll for use with 58 mm o.d. Size ll shell lot#: 62343962. Report source: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a revision procedure due to periprosthetic fracture approximately 6 years post implantation. Attempts have been made and additional information on the reported event is unavailable at this time.